Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads gave low flow. The pads were changed and the patient was able to continue therapy.

Manufacturer narrative:
Received 1 used set of 4 arcticgel pads only. Visual inspection noted no obvious defects. The pads trim patterns were found to be within specifications and the energy connector was not damaged and presented with a good connection. No manufacturing issues were noted during the evaluation. A functional evaluation was performed via a flowrate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes and water immediately started flowing to the pads without any problems. Left chest pad: a total of 2.19 l/min m2 flow rate was registered during the test as the pad was crushed. Left thigh pad: a total of 2.38 l/min m2 flow rate was registered during the test as the pad was crushed. Right chest pad: a total of 2.07 l/min m2 flow rate was registered during the test as the pad was crushed. Right thigh pad: a total of 3.02 l/min m2 flow rate was registered during the test. According to the test method the flow rate was not within specifications on the left thigh pad, the left chest pad and the right chest pads as the pads were crushed. The right thigh pad was found to be within specifications as the flow rate must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.